Manufacturer narrative:
The servo-s ventilator was reported with not passing the pressure transducer test during pre-use check (puc). Our service technician replaced the expiratory valve coil which solved the issue. The part was returned for investigation together with the device logs. Investigation of the device logs can confirm the event. Date of event is set to 01/20/2020 according to logs. Simulated use testing of the expiratory valve coil could not reproduce the described customer issue. A defective expiratory valve coil will in worst case result in inadequate ventilation. This will be detected during pre-use check and during ventilation by generated alarms. The reported problem could not be reproduced, therefore the cause has not been established in this investigation.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).